Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customers blood glucose level was 299 mg/dl. The customer re-loaded the cartridge to resolve the issue. Additionally, a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the ui: load fill estimate-minimum fill notification issue could not be verified. However, a different issue was identified. The information will be used for tracking and trending purposes.